Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes were observed through merlin.net transmission. Review of the transmission revealed possible far p-wave oversensing on the ventricular channel. Bringing the patient in to clinic for further evaluation was recommended. No further information was available.